Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tka, when a nurse opened the blister pack, a surgeon found some white powder on the base plate. A spare was used instead.

Event description:
It was reported that, during a tka, when a nurse opened the blister pack, a surgeon found some white powder on the base plate. A spare was used instead.

Manufacturer narrative:
An event regarding foreign matter(white powder) involving a triathlon baseplate was reported. The event was confirmed by visual inspection. Conclusion: the packaging cell reviewed the event and stated: a device history record review indicated that baseplate devices were manufactured as part of batch and accepted into final stock. No other complaints have been received for the lot. The device inner blister and packaging were received to limerick for inspection. The packaging blister was opened but re-sealed with adhesive tape. The outer blister was not returned for evaluation. The white residue is consistent to what would be observed when packaging is mishandled during transport and mechanical abrasion occurs between the baseplate and the inner petg blister. The outer blister was not present to evaluate for damage. This particular complaint can potentially be attributed to mechanical abrasion between the baseplate component and the inner blister, possibly due to mishandling during transport outside of stryker control. This type of defect is not related to the manufacturing process or the packaging materials. All packaging materials have been qualified using appropriate ship testing standards. Based on the damaged unit carton and the presence of white powder which is likely attributable to mechanical abrasion between the baseplate component and the inner blister, it appears that this pack was subjected to mishandling during transport/distribution. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.